Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer reported that the unspecified malfunction was cleared and insulin delivery was able to be resumed. Customer declined further assistance from tandem technical support. There was no reported adverse impact. No additional information was provided.